Event description:
On (B)(6) 2026 the user reported that on an unknown date in (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 20 mg/dl. Prior to emergency care, the user attempted to treat the low blood glucose with honey without assistance from a caregiver. The user was treated by ems with glucagon, transported to the hospital, hospitalized for several days, and was discharged with recovery reported.

Manufacturer narrative:
The manufacturer became aware on 09-jan-2026 that the user experienced a hypoglycemic event in late (B)(6) 2025 that required emergency medical services and hospitalization. The user reported receiving two doses of glucagon from ems and being hospitalized for approximately three to four days, with limited recall of events due to loss of consciousness. A review of available device engineering logs corresponding to the estimated event timeframe showed periods of device power loss, cgm signal loss, bg-run suspension, and incomplete cartridge load alerts, followed by subsequent low-glucose alarms. No device malfunction alerts were identified, and device behavior was consistent with designed safety responses to missing cgm data, insulin delivery interruptions, and power loss. The device was returned and a physical evaluation was conducted. Based on the information available, the cause of the reported hypoglycemic event could not be definitively determined due to uncertainty regarding the exact event date and limited contextual information. No confirmed device malfunction was identified. The event was therefore concluded to be of undetermined cause. Should additional information become available, a supplemental MDR will be submitted if appropriate.